Event description:
The clinic reported that patient had laser vision correction on both eyes presented with a small microfiber/hair at flap interface superior nasal causing a mild localized diffuse lamellar keratitis (dlk) one day post treatment (eye with problem not reported). The flap lifted (unknown eye) and microfiber removed and inflammatory cells irrigated out of the interface. The visual acuity sans correction (vasc)for both the eyes was reported as 20/20-1.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.